Manufacturer narrative:
Results: the embolization coil was detached from the ruby coil pusher assembly and had a fractured stretch resistant wire (sr wire). Conclusions: evaluation of the returned device revealed the sr wire was fractured. This type of damage typically occurs due forceful retraction of the ruby coil against resistance. If the sr wire becomes fractured, it will allow the embolization coil to detach from the pusher assembly. If the ruby coil is deployed inside a parent catheter instead of into patient anatomy, or if the ruby coil is advanced through a dimensionally incompatible catheter, the embolization coil may anchor and take its complex shape within the parent catheter. Resistance may be experienced upon attempting to retract the anchored ruby coil. The ruby coil pusher assembly and introducer sheath, as well as the non-penumbra catheter mentioned in the complaint, were not returned for evaluation. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in a fistula shunt using ruby coils. During the procedure, the physician inserted another manufacturer's diagnostic catheter into the patient and then attempted to advance a ruby coil through the diagnostic catheter. While advancing the ruby coil through the diagnostic catheter, the physician encountered resistance. Subsequently, the coil bunched up and became stuck inside the catheter and was unable to advance further. Therefore, the diagnostic catheter was removed with the ruby coil inside and the procedure was completed using a new non-penumbra catheter and new non-penumbra coils. It should be noted that the physician used a rotating hemostasis valve (rhv) and maintained a continuous flush during the procedure. There was no report of an adverse effect to the patient.